Manufacturer narrative:
A review of the device history record found no deviations that could have caused or contributed to the reported issue. The device met all specifications at the time of shipment. It has been over 14 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, it is likely the adhesive peeled off due to use stress, external factors, or handling. However, a definitive root cause could not be determined. During inspection and testing, the reported issue (forceps elevator loose) was not confirmed or duplicated. In addition, service found there was a leakage due to perforation on the forceps channel, and the adhesive on the bending section cover was chipped. The bending angle was out of specification, and there was play in the angulation knob, due to wear of the angulation wire. Scratches were observed on the tip cover, the insertion tube, the control section, the switch box, the control section cover, the up/down knob, the up down angle fixing lever, the right/left knob, the grip, the universal cord, the protector on the control section side of the universal cord, the scope connector side of the universal cord, the scope connector, the light cover glass, and the right left angle fixing lever due to external factors. Per the legal manufacturer, there is no potential for these issues to cause or contribute to death or serious injury if the malfunctions were to recur. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported the forceps elevator of the subject device was loose. There was no patient or user injury reported due to the event. The device was returned to an olympus service center for evaluation. Upon inspection and testing of the returned device, it was observed the adhesive part of the lighting lens was peeled off which resulted in a gap on the distal end. This report is being submitted for the malfunction found during evaluation (adhesive peeling). Additional details have been requested regarding the reported event. At this time, no additional information has been provided.